Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-33, lot# va0bm2v, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.

Event description:
It was reported the patient had a mrsa infection. It was not known when it was first discovered. It was stated the implantable neurostimulator (ins) and lead would possibly be removed the day following report.

Event description:
Additional information received reported that the device and lead were removed. The hospital disposed of the removed product. No further information was attained.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0bm2v, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered and the date of infection onset/diagnosis was (B)(6) 2013. It was noted that signs and symptoms of the infection included redness, swelling, and pain and the primary location of the infection was the device pocket. It was reported that mrsa was cultured from the device pocket. Infection treatment included both IV and oral antibiotics and a total device system explant. It was reported that the infection resolved. It was noted that the patient had the risk factor of post-operative wound or skin contamination before implantation of the device.